Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed significant gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During impaction of the tibia base implant, the impactor broke into two pieces. It appeared to be attached to the universal correctly and was seated on the tibial base correctly before impacting. All pieces were retrieved and there was no effect to the patient nor delay to the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.